Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On (B)(6) 2000 from 14:57:18-14:57:29, 15:15:26-15:15:37, 15:23:45-15:23:50, 15:38:05-15:38:07, 19:09:51-19:10:01, the log file captured no external power events while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm threshold, at times to as low as ~0v. The alarms resolved each time when the power was restored to system. The emergency backup battery supported the system without issue during these events. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Multiple attempts were made obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the back of the unit or the wall outlet, if there were any environmental circumstances that would have affected ac power at the time of the events, if the mpu was exchanged, if the mpu will be returning, and if the cause of the alarms were known; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s emergency backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home with their ventricular assist device (vad) unplugged and they were brought to the hospital. They were in the intensive care unit (ICU) and were likely actively dying. Log files were sent for review, and the event log captured constant system controller clock corrupt events throughout the log files. Once power was restored, the system controller timestamp defaulted to (B)(6) 2000. The timestamp showed (B)(6) 2000 meaning this event likely occurred 30 days prior. There were multiple low voltage hazards/no external power events while using the mobile power unit (mpu). In every case, the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. These were all brief instances lasting between 10 seconds and 15 seconds with no interruption in pump support. The system controller clock was synced in the last events of the log file.